Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a dissection following deployment of a non-bsc stent. The 2.50x12mm taxus express2 was unable to cross the lesion. After several attempts were made, it was noted the stent strut was "deformed". The procedure was completed with another manufacturer's stent. There were no reported pt complications. The pt's status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specifications at the time of release to distribution. The most probable root cause for this event is operational context.